Event description:
It was reported that the patient presented post-op with an allergic reaction to the zip skin closure device. The patient was instructed to take over the counter antihistamine oral tablets and use over the counter antihistamine topical cream. Once the incision healed, the zip was removed, and the reaction began to subside.